Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. Blood glucose reading was 489 mg/dl at the time of incident and 486 mg/dl at the time of call. Customer had symptoms such as nausea, vomiting, abdominal pain and shaky. Customer was treated with manual bolus and manual syringe. Customer did not allege insulin pump was under delivering. Customer was using auto mode feature. Troubleshooting was performed for high blood glucose. Customer performed displacement test and the test was passed. The insulin pump will not be returned for analysis.